Manufacturer narrative:
A ge service representative performed an on site investigation. The camera connection was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that while shooting the image, it went white, but functionality was recovered with a reboot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.